Manufacturer narrative:
(B)(4).

Event description:
The customer¿s wife called to question an inr result of 8.0 inr that the customer received on (B)(6) 2016 on his coaguchek xs meter with serial number (B)(4). The customer¿s wife also mentioned erroneous results the customer received on his meter on 11/29/2016. The customer was tested on his meter and obtained a result of >8.0 inr. Five minutes later, the customer was tested with a new finger stick and obtained a result of 3.8 inr. Both results were reported to the customer's doctor. The doctor advised the customer to go with the result of 3.8 inr and lowered the customer¿s warfarin dose to 2mg from 4mg. No adverse event occurred. The customer is feeling ok. The customer last took his warfarin dose (4mg) on (B)(6) 2016 at 10:30 p.m. The customer¿s therapeutic range is 2.5-3.0 inr. The customer has had no changes in diet, medications, supplements or vitamins. The customer has no antiphospholipid antibodies and is not on heparin or direct thrombin inhibitors. The meter and test strips were requested for investigation. Replacements were sent.

Manufacturer narrative:
The customer returned the meter. The test strips were not returned. Based on a review of the meter memory provided on 1/3/2017, additional erroneous inr results occurred on (B)(6) 2016. The initial inr result was 7.8 inr. The repeat result 3 minutes later was 3.8 inr. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 hct: 42%, donor #2 hct: 47%. Donor #1 master lot: 2.4 inr, donor #1 customer meter and master lot: 2.4 inr. Donor #2 master lot: 3.8 inr, donor #2 customer meter and master lot: 3.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. Relevant retention test strips (lot 144581-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.